Event description:
It was reported that the procedure was to treat a lesion located in the non-calcified, moderately tortuous left main artery. Predilatation was performed prior to stenting with a 3.0x18 mm rx vision to protect the left main. A 2.75x18 mm rx vision stent delivery system (sds) was advanced distally through the already deployed stent without issue, but difficulty was experiencing trying to position the stent in the lesion. During retraction of the sds the stent implant dislodged from the balloon inside the deployed stent. A 2.0 mm mini trek balloon was used to capture the dislodged stent, which was then deployed inside the stent. An nc balloon was used for postdilatation to complete the procedure. No further intervention was performed. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Distal to stent. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the multi-link vision coronary stent system instructions for use (IFU) states: when treating multiple lesions, the distal lesion should be initially stented, followed by stenting of the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent and reduces the chances for dislodging the proximal stent. In this case, it is possible the IFU deviation contributed to the reported event.